Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Healthcare professional reported "deflation." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on may 23, 2025. With catalog number mcghan420cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear) and one opening assessed as surgical damage. As per the investigation procedure, crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, d6a, d9, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation." This record is for the right side. The device remains implanted.